Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A nurse reported three cartridges that split at the distal end. The intraocular lens (iol) powers varied, but were all under 23 diopters in power. Additional information has been requested.